Event description:
The pt was reportedly experiencing pain and sound quality issues with and without the external equipment. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Testing showed that the pt's device was functioning. On (B)(6) 2012, the pt was having extreme pain at the implant site and was admitted into the hospital for IV antibiotics (type unk). The pt's device was explanted on (B)(6) 2012. The pt was discharged from the hospital. The pt will continue to be monitored.